Manufacturer narrative:
Based on the received information, the active electrode migrated partially out of cochlea. The surgeon re-inserted the electrode under general anaesthesia. The electrode was re-inserted up to the 10th electrode channel. As per the audiologist the patient is giving good response at first fitting. Reportedly, the performance is satisfactory. The device remains implanted and in use. This is a final report.

Event description:
The CT scan showed that the electrode array is not fully inserted in the cochlea. A revision surgery was performed; the electrode was re-inserted up to the electrode 10 under general anesthesia. Reportedly, the performance is satisfactory.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that a s CT scan showed that the electrode arrays was not fully inserted in the cochlea. A revision surgery was scheduled for (B)(6) 2015.